Event description:
Started feeling chronic fatigue, cold sweat at night. Later discovered a nodule under my arm, did some exams and discovered that my prostheses was broken and it contaminated my lymph nodes that will be removed in a surgery. I feel a lot of pain because of my mentor prostheses.